Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
The customer reported while doing device checking before use, "check vent: auxiliary alarm supply failure" alarm and "check vent : backup alarm failure" alarm occurred. The service technician indicated after initial alarms, an alarm saying "blower stopped" occurred. Due to an operation failure, the ac (alternating current) power supply and external battery were taken off in order to power off the device forcibly. After rebooting, the same phenomenon did not recur. Confirmed the occurrences of backup alarm failure, auxiliary alarm supply failure, blower stalled, 35 volt supply failure in the drpt (diagnostic report). The service technician stated the power management pcb (printed circuit board) needed to be replaced. The scheduled repair completion date is not fixed due to awaiting customer approval of a quote.

Manufacturer narrative:
G4: 27jul2020 b4: (B)(6)2020 a power management (pm) printed circuit board assembly (pcba) was returned for analysis. Visual inspection revealed no anomalies of the returned pm pcba. An investigation was performed and the r31 solder crack open not making contact with the trace on the pm pcba created error consistent with 35 v supply, auxiliary alarm supply , patient circuit occluded and backup alarm failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 19may2020 b4: (B)(6)2020. The service technician confirmed the phenomenon was not duplicated in spite of run testing. The diagnostic report generated an error relevant to backup alarm failure, blower stalled, auxiliary alarm supply failed and 35v failure. As a precaution the power management board was replaced. Overall checks, cleaning, run testing, and a function test were performed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.